Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the subject underwent mechanical thrombectomy on (B)(6) 2025 for a left middle cerebral artery (mca) m1 ischemic stroke. On follow up imaging obtained (B)(6) 2025, the core lab identified a left cervical internal carotid artery dissection. The site has been queried to report an adverse event as this finding is a potential device and procedure related adverse event. The patient was undergoing mechanical thrombectomy for treatment of acute ischemic stroke. The access vessel was femoral. Patient's medical history includes hypertension, alzheimer's disease. Ancillary devices include a non medtronic catheter and flowgate 2 8f x 95cm. Additional information was received reporting the national institutes of health stroke scale (nihss) post procedure was 11 and nihss discharge disposition 10. Exit status at 90 days long-term care hospital.